Event description:
It was reported that the patient was undergoing a ventricular tachycardia (vt) rfa using a carto rmt (stereotaxis). The subxiphoid epicardial access was achieved and the epicardial mapping was complete. The site of earliest activation adjacent to the right ventricular outflow tract - (rvot) was found. The rfa 30w irrigated at this site did not affect the arrhythmia. Epicardial fluid was removed during the process (irrigated rfa). The rvot was accessed with the ablation catheter using traditional methods. It was noted that blood, not just epicardial fluid, was being drained from the epicardial space (approximately 30 ml / 20 min). The patient was stable. It was apparent that it was successful termination of the tachycardia which was achieved with the rf at this site. A vt study was performed and no arrhythmia was inducible. The patient¿s blood pressure (bp) was less stable at this stage and further blood was drained from the epicardial space at a rate of 60 ml / 5 min. The patient went from a sinus tachycardia 125 bpm to sinus bradycardia / arrest with ppm vvi 75 bpm, sats 89%. The surgeon was called when bp reached 43/34. The sheaths were taken out of the groin, and manual pressure was applied. The patient was transferred to the theatre. A total of 600 ml blood was drained from the epicardial space. Two units of blood were transfused. There was no equipment or product faults, and no product will be returned. During surgery a hole was found in the patent ductus arteriosus (pda). However, no ablation took place near the pda. The injury is possibly attributed to manipulation of the wire during the epicardial access.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4). Upon request, additional information was provided on the event. There were no st segment changes throughout the procedure, indicating no myocardial ischaemia. It seems that the tamponade was the primary event leading to severe drop in bp, though the bp always responded to medical support. A pericardial tap was in situ throughout the procedure, so there was no issue with draining pericardial fluid. A total of 600 ml blood was tapped throughout the procedure and 2 units of blood were transfused. A sternotomy was performed in theatre and a ¿small hole¿ was found at the proximal rca. The patient was quickly stabilized in theatre. The patient required extended hospitalization. The outcome of the adverse event was that the patient had recovered well. There had been no further complication following the procedure. The patient was in vt (hence reason for the procedure) and has aicd in situ. The patient may require further ablation for vt if indicated. The physician¿s opinion of the causality of the adverse event was that it was procedure related. The patient¿s baseline before the procedure was near-incessant ventricular tachycardia. Aicd in situ. The event may have been attributed to the ablation phase. There was no angiogram performed. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to temperature-control¿ mode. The flow setting was set as per IFU. It was unknown which sheath was used. Additional attempts were made for clarification on the product information for the wire used during the epicardial access, however no additional information has been provided.